Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a 45-year-old female patient who had essure (batch no. C26963) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), eye irritation ("eye irritation"), headache ("headache"), abdominal pain upper ("stomach ache"), nausea ("nausea"), dizziness ("dizziness"), dyspnoea ("dyspnea"), palpitations ("palpitation"), urinary tract disorder ("urinary problem") and auditory disorder ("hearing problem"). Essure treatment was not changed. At the time of the report, the menorrhagia, eye irritation, headache, abdominal pain upper, nausea, dizziness, dyspnoea, palpitations, urinary tract disorder and auditory disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, auditory disorder, dizziness, dyspnoea, eye irritation, headache, menorrhagia, nausea, palpitations and urinary tract disorder with essure. Batch no c26963, production date 2014-02-26, expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a (B)(6) year old female patient who had essure (batch no. C26963) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), eye irritation ("eye irritation"), headache ("headache"), abdominal pain upper ("stomach ache"), nausea ("nausea"), dizziness ("dizziness"), dyspnoea ("dyspnea"), palpitations ("palpitation"), urinary tract disorder ("urinary problem") and auditory disorder ("hearing problem"). Essure treatment was not changed. At the time of the report, the menorrhagia, eye irritation, headache, abdominal pain upper, nausea, dizziness, dyspnoea, palpitations, urinary tract disorder and auditory disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, auditory disorder, dizziness, dyspnoea, eye irritation, headache, menorrhagia, nausea, palpitations and urinary tract disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.